Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the report of the white screen and broken handle was verified during evaluation. The damage observed was not consistent with normal wear and tear and contributed to the white screen condition. The lcd and handle were replaced. No emerging trend based on similar reports.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.